Event description:
It was reported that at a follow-up appointment, the physician observed loss of capture from the right ventricular (rv) lead. Additionally, the rv pacing impedance measurements had increased from 500 ohms to 700 ohms. The physician scheduled a system revision procedure, but this has not yet occurred. At this time, the device and rv lead remain implanted and in-service.

Event description:
It was reported that at a follow-up appointment, the physician observed loss of capture from the right ventricular (rv) lead. Additionally, the rv pacing impedance measurements had increased from 500 ohms to 700 ohms. It was hypothesized that the rv lead had dislodged from the implant location. The physician scheduled a system revision procedure, but this has not yet occurred. At this time, the device and rv lead remain implanted and in-service.

Event description:
It was reported that at a follow-up appointment, the physician observed loss of capture from the right ventricular (rv) lead. Additionally, the rv pacing impedance measurements had increased from 500 ohms to 700 ohms. It was originally stated a revision procedure would be scheduled, but the physician elected to reprogram the device output and continue with normal follow-ups. At this time, the device and rv lead remain implanted and in-service.